Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the electrical connector locking pin was leaking from scratches, there was no video image, the ultrasound medical image had one element broken (#11), the scope connector had fluid evident (dry after aeration), and the ultrasound medical connector needed to be re-seated on the ultrasound connector and had fluid evident (dry after aeration). The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the bronchofibervideoscope experienced a communication error. The issue was found during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no video image/communication error was confirmed. However, a definitive root cause could not be determined. About breakage, the phenomena can be prevented by the description below: caution "do not coil the insertion section, universal cord, or ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks". Olympus will continue to monitor field performance for this device.